Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging port is damaged, so they are unable to charge the battery. There was no patient involvement and no impact. The device will be returned to the bench for repair.